Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimize setting. It was also noted that the patient was experiencing tingling and numbness in her feet. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. No further information has been obtained.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimize setting. It was also noted that the patient was experiencing tingling and numbness in her feet. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. No further information has been obtained. Additional information received that the facility disposed of the explanted device therefore they cannot be returned.